Event description:
It was reported that two days post a coronary drug eluting stenting treatment procedure, thrombosis occurred. The patient presented emergently with an inferior st elevation myocardial infarction. Tests showed that the right coronary artery (rca) was totally occluded distally before the bifurcation. It was calcified, extremely tortuous vessel. The physician advanced the bmw wire and crossed the lesion without serious difficulty. A non-bsc 2.5x12mm balloon was advanced to the lesion and inflated several times along the length of the lesion and then removed. The physician then advanced a 3.0x24mm taxus express2 drug eluting stent and expanded it across the lesion at 18 atms. After stent deployment, there was still evidence of residual lesion distal to the stent. The physician attempted to advance a 2.5x16mm taxus express2 stent, but was unable to deliver the stent due to the tortuosity of the vessel. The physician exchanged the balloon and wire for a non-bsc balloon and non-bsc wire, but was still unable to deliver the 2.5x16mm taxus stent. The physician removed the stent and attempted to deliver a 2.5x12mm nn-bsc bare metal stent, but were unable to advance it beyond the mid-to-distal portion of the lesion. The wire was exchanged for a different non-bsc wire. Using this, the physician was able to successfully advance the 2.5x12mm non-bsc bare metal stent distal to the initial stent, and it was expanded at 18 atms. After this stent was expanded, there was a bit of stenosis in-between the two stents. The physician was unsure if the overlap was adequately covered. Another 2.5x12mm non-bsc bare metal stent was positioned between the two stents and expanded to 18 atms. Post-procedure results in the distal rca were excellent. There was no significant step up or step down, and there was timi 3 flow. There was still some diffuse mild disease in the proximal segment. The patient tolerated the procedure well and there were no complications. Medications used during the procedure included integrilin and intracoronary verapamil. Two days later, while still in the hospital, the patient experienced acute chest pain, and EKG showed an acute inferior myocardial infarction. Tests showed that the previously placed stents had thrombosed. A wire was advanced to the area of the previously placed stents. A 2.5x15mm maverick balloon was advanced to the proximal edge of the stent, then advanced to the area of lesion and was inflated to 14 atms for 10 seconds multiple times within the vessel. Repeat cineangiograms showed there were still areas of stenosis at the bifurcation just beyond the stents. The wire was removed and a 3.0x15mm maverick balloon was advanced into the lesion. The wire was exchanged again and the distal tip of the balloon was then advanced into the bifurcation and it was inflated at 15 atms for 10 seconds and then pulled back three different times and 3 more inflations were performed to about 16 atms as well. Repeat cineangiogram showed the artery to be widely patent with adequate flow. The balloon was then removed and a 3.0x15mm non-bsc bare metal stent was then attempted to be advanced to the area of bifurcation. However,it could not cross the previously placed stents. It was pulled back to the proximal area of the vessel where there was an area of stenosis. The stent was deployed then to 16 atms of pressure for 10 seconds. Repeat tests showed timi 3 flow throughout with no evidence of residual stenosis. The patient was on aspirin and plavix at the time of the event. The patient's condition is listed as fine.

Manufacturer narrative:
Device analysis. A unit has not been returned for review,therefore, a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing record for this particular batch # 8619059 shows that the device met its material, assembly and product specifications at the time of its release to distribution. This particular batch number 8619059 has no other similar complaints to date. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident. It was noted that the stent was used past the expiration date.